Event description:
The customer reported a false positive architect total b-hcg result for a patient sample while running on the architect i2000sr analyzer. The following data was provided (reference range: < or = to 5.00 iu/l is negative, > or = to 25.00 iu/l is positive): on (B)(6) 2023, initial b-hcg result was 50.64 iu/l; on 07nov2023, retested b-hcg and generated a result of < 1.2 iu/l there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trends for the product for the issue. A review of device history records did not identify any non-conformances or deviations associated with lot 53521ud01 and the complaint issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency with the architect total b-hcg reagent lot 53521ud01 was identified.

Event description:
The customer reported a false positive architect total b-hcg result for a patient sample while running on the architect i2000sr analyzer. The following data was provided (reference range: < or = to 5.00 iu/l is negative, > or = to 25.00 iu/l is positive): on (B)(6)2023, initial b-hcg result was 50.64 iu/l; on (B)(6) 2023, retested b-hcg and generated a result of < 1.2 iu/l there was no impact to patient management reported.